Event description:
The senior medical affairs specialist, smas, has classified the complaint based on info the patient/layperson gave to a customer care advocate, cca. Unable to speak with the patient, the smas has mailed a letter. The cca replaced the meter and test strips. The pt, controlled with oral diabetic medication, diet and exercise, reported that the battery indicator was showing on his onetouch ultra meter. The patient has not changed the battery according to the owner's manual. Allegedly 10-12 hours later, he felt thirsty. The patient did not received medical attention. Because the patient's symptom can be associated with hyperglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.